Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product code 02.127.221. Lot#: l120974. Manufacturing site: (B)(4). Release to warehouse date: sep. 06, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the surgeon was removing a plate and 9 screws from this patient. During the removal 3 of the 3.5mm screw heads broke off into the patient. These 3 screws remained in the patient. He also removed a plate and 6 screws all of which were removed successfully. Procedure was completed successfully. It is unknown if there were fragments generated. It is unknown if there were surgical delay and patient consequence. This complaint involves ten (10) devices. This report is for (1) 3.5mm va-lcp prox tibia plate small bend/6h/117mm/left. This is report 2 of 10 (B)(4). Related product complaint: (B)(4).